Event description:
Rods migrated post-operatively, totally separating from one screw. Set screws were loose.

Manufacturer narrative:
Both rods show signs of abrasion indicating movement of the rods. The failure appears to be related to the rods not being properly seated in the screws. This condition can exist if the rod is not properly positioned to meet the patient's anatomical condition. Proper contouring is especially important with mono-axial screws since the screw has no adjustment, and the bone would need to be forced to a given position to gain proper alignment of all components for proper seating to occur.